Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a detached end cap. The insulin pump had cracked battery tube threads. A cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a missing end cap sticker.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 73mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.